Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) failed on final test due to a heart wire test. The heart wire contacts were replaced and the issue was resolved. The device was returned unrepaired on the customer's request and marked as unrepaired / do not use this device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.